Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 1.3 years post initial left tka, the 83 y/o male patient developed an infection; therefore, patient needed to have soft tissue cleaned and poly swapped out. Patient was downsized to a truliant ps tibial insert size 4, 9mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01206.